Event description:
A pt reported blood glucose results of 160 mg/dl with a lifescan meter and 106 mg/dl with another ot ultra meter (invalid comparison), performed within 10 minutes of each other. The customer service rep walked the pt through two consecutive control solution tests and both test results fell outside the specified range. Based on the failed qc tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.